Event description:
A surgical technician reported that an intraocular lens (iol) was exchanged due to a scratch or mark in the center of the lens. In a follow-up, the surgeon states there was a folding crack in the centre of the optic and that the patient was "symptomatic". Following the exchange, the surgeon reports the patient is doing "great". Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis, and was verified to have signs of handling. One haptic was broken-gusset area. The other haptic was bent-gusset area. The optic had two torn/split/cracks from the edge through the centre toward opposite edge. One small split/crack was located near the center of the optic. The optic was also torn/split/cracked against a post of the lens case. No scratch was observed. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by fax and mail on 04/02/2009 and by phone on 04/01/2009 and 04/16/2009. Additional information was received by phone 04/01/2009. A completed questionnaire has not been received.